Event description:
A pt had an instrumented spinal fusion from l4-s1. The pt was having "increased difficulty with their back" and x-rays taken approximately 28 months post op showed that the rods had fractured. It is unknown if the device explanted.